Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery (rca). A 10/3.50 flextome cutting balloon catheter was selected for pre dilatation. During the procedure, the device was inflated at 8atm; however, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. However, liquid was observed to be leaking from a balloon pinhole leak. The pinhole was located at 3mm proximal to the distal markerband. No damage was observed along the blades. No kinks were noted along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery (rca). A 10/3.50 flextome cutting balloon catheter was selected for pre dilatation. During the procedure, the device was inflated at 8atm; however, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.